Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0330, logic femoral ps cem right sz 3, 02-012-45-3030, lgc tibial fit tray cem sz 3f / 3t. Femoral stem. Patellar.

Event description:
As reported by the exactech knee replacement study, approximately 1.5 years post op the initial tka, this (B)(6) female patient was revised due skin necrosis ending in deep infection tkr. The case report form indicates this event is unlikely related to devices and possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.